Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2016-01770. It was reported the patient is not receiving effective relief from her scs system. It was also reported the patient has fallen on several occasions and is experiencing overstimulation at the ipg site. Surgical intervention will be undertaken as the next course of action.

Manufacturer narrative:
The information contained in MFR. Report # 1627487-2016-01770 follow-up 001 was inadvertently omitted from being added and sent for device 2. Although the information is regarding device 1 only, this information has been added to device 2 and is being sent as an additional report for consistency.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-01770. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 where the ipg was explanted and replaced with a different model. Further follow-up information revealed surgical intervention resolved the reported issue.